Event description:
The pt has two leads with the same lot number. It was reported the pt is experiencing ineffective stimulation due to a fall a few months ago. An sjm rep met with the pt for reprogramming. Diagnostics revealed invalid and high impedances on the pt's right lead. Reprogramming was unsuccessful. The pt may undergo surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.